Manufacturer narrative:
This report is for an unknown locking/set screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had l2-5 posterior lumbar fusion on (B)(6). Patient started having some pain in (B)(6) 2020. Surgeon obtained CT scan on (B)(6). Results of CT scan revealed possible non-union. Surgery was scheduled. Non-union was confirmed in the case, the surgery was completed successfully. The patient was doing well, went home the next day. This complaint involves (5) devices. This report is for (1) unknown locking/set screws. This report is 3 of 5 for (B)(4).